Event description:
It was reported that (3) devices were used during a subtotal gastrectomy. It was reported by the affiliate that the tvc55 devices locked out. Another device was used to complete the case. There was no consequence to the pt. The devices were discarded.